Event description:
On (B)(6) 2014 the lay user/reporter contacted lifescan to report the onetouch ultra2 meter had reverted to the setup mode immediately following a battery replacement. The sr. Medical surveillance specialist classified the complaint based on the information provided to customer service. On (B)(6) 2014 at 7:30 am the patient noted the reported meter reverted to the setup mode after she replaced the battery; she was unable to obtain a blood glucose reading. According to the owner¿s booklet, this meter may display the setup mode after the battery is replaced to allow the user to update the settings. The patient followed her usual diabetes routine after the use of the meter. The patient allegedly suffered symptoms of being distraught and shaking afterwards; she did not seek any medical attention or treatment. The issue was resolved with troubleshooting and patient education. There was no evidence the meter was not functioning appropriately. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after the meter issue occurred, therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (09/15/2014). The patient¿s meter has been returned on 9/2/2014 and evaluated by lifescan product analysis on 9/3/2014 with the following findings:the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.